Event description:
Reporter (home healthcare nurse) called regarding two dial-a-dose flow regulator intravenous (i.v.) Sets. When using the tubing to administer medication, each tubing set is difficult to regulate for infusion rate. Flow rates are dangerously inaccurate when set according to required dosage for the patient, usually resulting in insufficient flow and remaining medication in the bag (patient not getting full dosage). The delivery rate has to constantly be reset (randomized) for patient to receive proper amount. The patient is a nine-year-old who came home from the hospital three day ago and is total parenteral nutrition (tpn) dependent for stage four renal failure; she is on limited time for when she can receive required medications. Reporter stated that the i.v. Set is an unacceptable product and can be detrimental to patients who depend on receiving required medications to stay alive. Reference report: mw5149055.